Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not run. It was further observed that the unit failed the off/osc/on switch mode function check (failed the safety assessment because the device did not run). During repair it was observed that the motor was worn (would not rotate when power was applied) and the coupling head labelled was also worn. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device would not run. During in-house engineering evaluation, it was determined that the unit failed the off/osc/on switch mode function check (failed the safety assessment because the device did not run). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.